Manufacturer narrative:
(B)(4). G2 - foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to the surgery, the spring of the femoral slap hammer was found to be broken. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Product was returned and visually assessed. It exhibits signs of use (dings, scratches) and has a broken/fractured spring. Not all pieces were returned of the spring. The spring is fractured where it would connect around claw pin. The device has an approximate field age of 10 years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.